Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an implantable pulse generator (ipg) had problems with the memory. An automatic guided restore (agr) was conducted with success. The device remains in the patient. No patient complications have been reported as a result of this event.